Event description:
In 01/05 co received a report that a pt was falling at home due to faulty equipment. (Invacare walker). No injury reported. Faulty equipment returned to the vha-national contacting office for eval.